Event description:
It was reported the patient's lead had migrated due to a car accident. X-rays were taken and lead migration was confirmed. Surgical intervention was undertaken during which the existing lead was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.